Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-25587. It was reported, the patient ((B)(6)) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. As a result, surgical intervention was undertaken to explant and replace the lead. Additionally, it was reported during the procedure x-rays identified a component of the patient's anchor was detached. Subsequently, the physician explanted and replaced the anchor. Effective stimulation was restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.